Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause could be due to "inadequate material selection - materials of construction are not biocompatible". The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: " discontinue use if an allergic reaction occurs. " " replace the purewicktm female external catheter at least every 8-12 hours or if soiled with feces or blood. Always assess skin for compromise and perform perineal care prior to placement of a new purewicktm female external catheter." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient was not sure what caused urinary tract infection. It was noted that the patient had been using the purewick products for less than 90 days. It was unknown if the purewick female external catheter contributed to the urinary tract infection at this time and medical intervention was unknown.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient was not sure what caused urinary tract infection. It was noted that the patient had been using the purewick products for less than 90 days. It was unknown if the purewick female external catheter contributed to the urinary tract infection at this time and medical intervention was unknown.